Event description:
The lay user/patient contacted lifescan (lfs) alleging erratic readings on ultra meter. The patient received a 175 mg/dl and a 51mg/dl greater than 20 minutes from one another. The patient felt dizzy, light-headed and was weak. The patient was taken to the hospital 11-20 minutes later and was treated with food and/or beverage. There is no information on what the reading was on the hospital device. The test strips were not expired and were in good condition. The patient was uanble/unwilling to verify the unit of measurement (uom). The control solution she had has expired. Therefore, the customer care agent (cca) was unable to run a quality control test. Cca sent the patient a replacement meter, strips and control solution. No further information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and the reading in the hospital. The complaint is being reported, since there may have been a delay in treatment, since the meter had displayed a high reading and when in fact the patient had suffered hypoglycemia and was treated with food and/or beverage by a medical professional.